Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. Blood glucose was 400 mg/dl. The customer closed the alarm and resumed insulin delivery without changing the pump supplies. Reportedly, the customer used novolog longer than 3 days in the cartridge. Tandem technical support informed the customer that novolog was labeled for 72 hour use with the cartridge.